Event description:
It was reported that patient was experiencing pain around his pump; with the possibility of an infection around pump. The doctor made a scrotal incision and got the pump exposed. It looked good (it did not look like it was infected). The doctor did decide to remove and replace the ipp pump, and place the new pump in a different spot in the scrotum. No adverse patient effects